Event description:
Composite mfg inc. (Cmi) was notified of the adverse event by its distributor on 8/19/1999. Cmi contacted the medwatch reporter for info concerning the event. The reporter worked in the risk management dept and would not allow cmi personnel to discuss the event with hosp personnel present at the time of the event. In addition, hosp personnel discarded the device so no eval of the failed device was possible. The lot number of the device on the medwatch form said 06139704, however there was a note that said; "not absoultely certian lot # is correct." The reporter did provide the name and phone number of the attending physician. When cmi attempted to contact the dr, he was on vacation out of the country. Cmi will contact the dr upon his return to his office and submit additional info to the FDA. Cmi obtained product from the alleged lot number from finished goods inventory and the disributors inventory. Mechanical tests were completed on product from this lot. The results are contained on the attached eval summary sheet.